Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however; the device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.